Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer received a voluntary medwatch (mw5104785) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient skin infection and lesions, lower lip has been blistered and peeling, sinus and breathing issues. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.